Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Additionally, the customer did not observe drops of insulin exit from the end of the tubing. A supply change was performed to resolve the issues. Blood glucose level was 113 mg/dl.